Event description:
Additional information received stated troubleshooting resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an ablation procedure wherein the ipg was not placed into surgery mode prior to the procedure. Instead, the device was turned off. Post-ablation the patient was able to resume therapy. On (B)(6) 2021, the patient's ipg displayed "cannot connect to generator, the generator is not responding, contact clinician." On external devices. Troubleshooting may be pending to address the issue.